Event description:
It was reported that the patient presented to the emergency department where they were diagnosed with tricuspid valve regurgitation, atrial fibrillation, and right side congestive heart failure and was admitted. The patient had to undergo cardiac catheterization and open heart surgery to repair the torn tricuspid valve. It was also reported that the patient developed severe pain in the pacemaker pocket. As a result, the patient has experienced pain and suffering, mental anguish and emotional distress, permanent damage to the heart, a decreased life expectancy, and loss of enjoyment of life. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.